Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an 5 x 9 cs insert. Additionally, an unknown tibia 5 primary base plate and femoral 5 cruciate retainer were reported. Based on the minimal information available, it cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Not returned.

Event description:
It was reported the patient had revision of left knee due to instability . Doctor took out tibia, femoral and insert component but the patella stayed in, it was not revised.